Manufacturer narrative:
Per fsr, the batteries were plugged into an alternating current (ac) outlet where the circuit breaker had been tripped. He plugged the batteries into a different outlet and they fully charged. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries had a low voltage. There was no patient involvement.